Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: when firing the instrument a cracking noise was recognized. The staple line was not properly formed. Another reload was used with the same result. Surgery time was extended by more than 30 minutes to remove the staple lines. No reinforcement material was used.